Event description:
It was reported that the tubing had a hole and leaked. Normal saline was the IV fluid that was infusing. The account confirmed that a healthcare provider and/or the patient was splashed with the normal saline, yet no harm occurred from that splash; "as it was [just] saline". It was further confirmed during follow up that there was no delay in patient care, and that this event did not contribute to, or result in a serious adverse impact to patient. However; it was also noted that there was no patient involvement associated with this event as this occurred; "before use".

Manufacturer narrative:
Additional information: section; b.5. (Patient/event information clarified/detailed), d.4; d.10, d.11; g.5, & h.6. (Patient code). The customer¿s report that the tubing had a hole and leaked while infusing was confirmed. Visual inspection observed one small tubing tear on the tubing above the check valve component. The tear was jagged and uneven at the tear site. No functional testing could be performed on the set due to the tear in the tubing and missing drip chamber component. The root cause of the tear could not be determined.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing had a hole and leaked. Normal saline was the IV fluid infusing. The account confirmed that a healthcare provide and/or the patient was splashed with the normal saline. And no harm occurred from that splash, "as it was [just] saline."